Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0rzse, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had an infection and interventions included antibiotics and removal of the lead and implantable neurostimulator. There were no environmental, external, or patient factors that may have led or contributed to the issue and no troubleshooting or diagnostics were performed. The patient later had a replacement surgery and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.